Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2055580, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the first photo showed the packaging with the label and product details. Next, the second photo showed the extension set in opened packaging. Fluid was observed in the extension tubing but no leaks were observed coming from the extension set or its connectors. No damage was observed to the unit or its components as well. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects were identified in the provided photos the engineer was unable to verify the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ micro bore extension set experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: during infusion treatment, the rubber plug of the needle free and closed infusion joint at the infusion end was displaced and damaged, resulting in blood and fluid seepage at the joint.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ micro bore extension set experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: during infusion treatment, the rubber plug of the needle free and closed infusion joint at the infusion end was displaced and damaged, resulting in blood and fluid seepage at the joint.